Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and non-sjm quadripolar catheter was advanced through a non-sjm introducer. An ensite array catheter was advanced across the aortic valve into the left ventricular apex. Geometry was created with a non-sjm diagnostic catheter and a flexibility ablation catheter was placed via retrograde approach into the left ventricle. Difficulty was encountered when attempting to reach all activation sites due to their location in the left ventricle. During ablation, a steam pop occurred and a few minutes later the patient became hypotensive. Heparin was reversed, a pericardiocentesis was performed and the patient was transferred for surgical repair of two perforations in the left ventricle. At the time of this report, the patient was extubated and doing well.